Manufacturer narrative:
(B)(4). Conclusion: the actual thread segment which shows several knots was returned for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for knot pull and knot slippage and they met the requirements.

Event description:
It was reported that a patient underwent a cerclage procedure on (B)(6) 2011 for cervical insufficiency and continuous suture was used on the cervix of the uterus. On (B)(6) 2012, the patient came in for a routine examination at the gynecologist. The cerclage was removed because the suture broke. The suture looked normal but slightly dissolved at the part of breakage. The patient was sent to the hospital because she was high risk and a new cerclage was inserted. Currently, the patient is doing well.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dk2bkws0 mfg date: 09/12/2011, exp date: 12/31/2016; batch da2dhds0 mfg date: 01/31/2011, exp date: 06/30/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.